Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator and found that the oxygen sensor was due for replacement. The oxygen sensor was replaced. The ventilator passed self testing.

Event description:
It was reported that the ventilator was giving inaccurate oxygen readings. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and it was determined that the parts shelf life had exceeded the period of time recommended by the manufacturer. If information is provided in the future, a supplemental report will be issued.